Event description:
Pt has hx of lt mastectomy w/tran and flap recontruction. In 1999 pt underwent revision mastopexy that she had to provide symmetry at an earlier time and right breast augmentation. Date of prior surgeries unk. Pt seen in fall 2004 for right breast implant deflation. Presenting now for right implant exchange.